Event description:
It was reported that the device no longer recognizes the cassettes. There was unknown patient involvement.

Manufacturer narrative:
E1: facility name (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a torn downstream occlusion (dso) seal. The pump alarmed, "cassette not attached properly." Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.